Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/12/2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient got up after finishing dinner and passed out within 10 seconds from getting up. 911 was called and the patient was transported to the hospital by the paramedics. The patient was at the hospital for an hour and then was released. The patient did not recall receiving an exact diagnosis other than low blood sugar and does not recall what treatments were given to her at the hospital. It was indicated that the patient believes the event occurred due to inaccurate readings. She recalls the cgm reading 94 mg/dl when she was eating but her blood glucose (bg) was reading 70 mg/dl after being treated at the hospital. Additionally, the patient stated that they did not feel any symptoms during dinner until she got up and felt funny before passing out. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was received for evaluation. A review of the data log confirmed the reported inaccuracies. A root cause could not be determined.